Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b3: event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient present for an elective laparoscopic cholecystectomy on (B)(6) 2025. During induction in the operating room the patient's flow/ pulsatility index (pi) and pump power (pp) dropped. The patient was given intravenous fluids and was started on levophed (norepinephrine) and epinephrine. Their speed was increased to 6000rpm but flows remained at 1.5-1.8 lpm with low pi/pp. The patient then underwent an emergent surgery secondary to a presumed critical outflow obstruction/ extrinsic outflow graft obstruction (eogo) in the setting of the laparoscopic cholecystectomy. The patient had known eogo based upon computed tomography angiography (cta) done 6 months ago but was reportedly asymptomatic. Log files were submitted for review and the event log file captured the sudden drop in flow starting at 09:40 on (B)(6) 2025. The estimated flow dropped to essentially zero but recovered back to the 1lpm range despite increasing the fixed speed. The pi values at that time were at the low end of in between the 203 range. Patient was said to be recovering in the intensive care unit.

Manufacturer narrative:
Section h6 correction: health effect - clinical code 4868 - hemodynamic instability added. Section h6 correction: health effect - impact code 4644 - medication required added. Section h6 correction: medical device problem code 2964 - infusion or flow problem added. Section h6 correction: medical device problem code 2993 - adverse event without identified device or use problem added. Manufacturer¿s investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) could not be confirmed as computed tomography images were not provided for review, and a specific cause for the reported obstruction could not be conclusively determined. Further, review of the submitted log files confirmed low flow hazard alarms which were associated with a decrease in flow and pulsatility index (pi); however, a specific cause for the alarms could not be conclusively determined through this evaluation. The controller event log file contained relevant events from (B)(6) 2025 through (B)(6) 2025. On (B)(6) 2025, the fixed speed was adjusted multiple times. Of note, decreases in the fixed speed corresponded to decreases in motor power, as motor power and speed have a linear relationship. A continuous low flow hazard alarm was captured on (B)(6) 2025 at 09:40:31 and remained active for the remainder of the log file. Of note, the low flow events appeared to be associated with a decrease in pi. A pump stop was observed on (B)(6) 2025 at 09:48:35 which appeared consistent with the reported surgery; however, a specific cause for the pump reset could not be determined. This pump stop was associated with low-speed advisory/hazard, low pump current, pump stop, and com b fault flags. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. A corrective and preventive action was initiated to further investigate heartmate 3 eogo. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Sections 1 and 4 of the IFU also state that the pi calculation represents cardiac pulsatility, with values typically ranging from 1 to 10. Generally, the magnitude of the pi value is related to the amount of assistance provided by the pump. Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing more support to the left ventricle). Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.